Event description:
Saline implants are leaking. The rt side is visibly deflated and the lt side is encapsulated. Surgeon recommended implants to be removed but pt wants monetary assistance from MFR to have them replaced.